Event description:
The customer reported via phone call that the numbers were ramping up on the insulin pump when entering the bolus amount. The customer also received a failed battery test alarm after removing the battery. The customer also stated a button error alarm occurred and the insulin pump became unresponsive. Customer's blood glucose was 71 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. Troubleshooting was not completed as the insulin pump became unresponsive. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No numbers scrolling up noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump also had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube window.